Manufacturer narrative:
Per the information provided by the surgeon, it was determined that the patient's demise was unrelated to the da vinci si surgical system. It was concluded that the da vinci si surgical system worked as intended and no system malfunctions occurred. On (B)(6) 2011, attempts were made to obtain additional information from the surgeon, however, no response has been received to date. A follow-up MDR will be submitted if additional information is received.

Event description:
It was reported that 10 days after a da vinci si transoral resection procedure was successfully performed, the patient experienced bleeding in the surgical area and expired. The date of the surgical procedure and date of death were not received. Pre surgery, the patient's cancer was thought to be at stage t2, however, during the procedure, it was discovered that the cancer was at stage t3. There were no system malfunctions during the procedure and the surgeon indicated that the patient's demise was unrelated to the da vinci si surgical system. The surgeon believes that the post surgical bleeding may have been related to a delay in healing and that a scab may have come off. The delay in reporting is due to a misunderstanding about when intuitive surgical first became aware of the event.